Manufacturer narrative:
The following fields were updated due to additional information: g.1. Manufacturing location: becton dickinson and company (columbus), d.3. Medical device manufacturer: becton dickinson and company (columbus), d.4. Medical device lot #: 0097302, d.4. Medical device expiration date: 3/31/2025, h.4. Device manufacture date: 4/6/2020. H.6. Investigation: it was reported that the packaging is missing the ce marking. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a shelf box, a shelf box label confirming lot 0097302 and a packaging blister top web. The shelf box and packaging blister are according to specification which doesn't call for ce marking. A device history record review was completed for provided material number 305125, lot number 0097302. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To alleviate this issue, there are new graphics that are to include the ce marking. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, the product identification, packaging and labeling is according to specifications.

Event description:
It was reported that a package of needle 25x1 rb had missing label information during use. The following was reported by the initial reporter: "it was reported that the packaging is missing the ce marking. Per email: please assist louis with the package picture of items 305122 & 305125 with the ce mark. He stated that the declaration-of-conformity, stating the items are bd ce mark, but the packaging that his customer received does't state that . Please provide him with a package picture that has that information. His phone number 267 817 5914 if needed. We already have the needles in stock and have identified that there is no ce mark on the box or packaging. What we need from bd is the date of when these were removed from their ce declaration of conformity since the products are not ce marked. 305122 & 305125. Do you have an updated doc to send us for these needle products? I have attached the current doc we have."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a package of needle 25x1 rb had missing label information during use. The following was reported by the initial reporter: "it was reported that the packaging is missing the ce marking. Per email: please assist (B)(6) with the package picture of items 305122 & 305125 with the ce mark. He stated that the declaration-of-conformity, stating the items are bd ce mark, but the packaging that his customer received doesn't state that . Please provide him with a package picture that has that information. His phone number (B)(6) if needed. We already have the needles in stock and have identified that there is no ce mark on the box or packaging. What we need from bd is the date of when these were removed from their ce declaration of conformity since the products are not ce marked. 305122 & 305125. Do you have an updated doc to send us for these needle products? I have attached the current doc we have."